Event description:
The customer reported that the system would not boot up. There is not pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The computer was identified as requiring replacement. No further repair information is available at this time.